Manufacturer narrative:
H11: additional manufacturer narrative: updated section b4 (date of this report). Updated section b5 (describe event or problem). Updated section g3 (date received by manufacturer). Updated section g6 (type of report). Updated section h2 (if follow-up, what type). H11: corrected data: per additional information received, the explant was due to paravalvular leak (pvl) detected intra-operatively and was corrected with another device during the same procedure. Pvl may occur from a lack of appropriate valve sealing at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Most cases of pvl are corrected with intra-operative valve exchange or standard surgical techniques during the initial implant procedure. This is not considered a serious injury. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 23mm 3000 aortic valve was implanted and then explanted due to perivalvular leak detected intra-operatively. The explanted valve was replaced with a 27mm 2700 valve. Per medical records, the patient's aortic valve was removed and small amounts of calcification was debrided with the rongeur device. Fifteen 2-0 tevdek sutures were placed from the ventricular to the aortic side of the annulus and through the sewing ring of 23-mm magna pericardial tissue valve. Good coaptation between the valve prosthesis and annulus was obtained. The aorta was closed using a 4-0 prolene suture in a two-layer fashion. Prior to fully weaning the patient from bypass, it was evident that the patient had a perivalvular leak. The incision was opened and full sternotomy was performed. It appeared that the noncoronary cusp had pulled away from the annulus. Two pledged 2-0 tevdek sutures were placed through this area and secured. The rest of the valve was checked. There was no evidence of dehiscence. The aortotomy was re-closed and again the cross clamp was removed. At this point in time, it was evident that there is a much larger perivalvular leak around approximately three quarters of the aortic valve. The cross clamp was then placed, aorta was then opened. The aortic valve prosthesis was removed. All sutures and pledgets were accounted for. The valve appeared to be seated all the way around. No definitive areas could be identified where the perivalvular leak was occurring. Fifteen 2-0 pledged tevdek sutures were again placed from the ventricular to the aortic valve annulus and through the sewing ring of 27-mm edward's pericardial tissue valve, good coaptation between the valve prosthesis and annulus was obtained and the sutures were secured. The aortotomy was again closed using a 4-0 prolene suture using two-layers. No evidence of perivalvular leak was observed. The patient tolerated the procedure well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion is yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3000 aortic valve was implanted and explanted on the same day due to unknown reason. The explanted valve was replaced with a 27mm 2700 valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). Updated section g6 (type of report and follow-up number filled out.) Updated section h2 (follow-up type) update section h6 codes - health effect - impact code, investigation findings, investigation conclusions h11: additional manufacturer narrative: no evidence of a malfunction could be determined in this case which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.